Event description:
There are three reported incidents of tipping for the medical reclining chair/transporter with side table and foot rest, while in use by a patient. There was no patient injury. The weight limit in the specifications is 300 pounds. When a patient places their full weight on the retractable foot rest the chair tips forward lifting the back wheels off the floor about four inches.